Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic valve (implanted in the pulmonary position) was explanted after eight (8) years, four (4) months due to pulmonic stenosis from a degenerated valve in the open position, leading to severe insufficiency. A 25mm pericardial bioprosthesis was implanted and, after adding a few additional sutures due to a bleeding event, hemostasis was obtained and the patient had tolerated the procedure well. He was then transferred to the pediatric intensive care unit in satisfactory condition and later discharged.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.